Event description:
The manufacturer received information alleging that when turning the power on to perform a run-in test before shipping, a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated during an operational check. The event log was reviewed and error codes related to the therapy buzzer, evt_therapy_buzzer_fail, and speaker, evt_speaker_fail, were found. The device's system board was replaced to address the issue.